Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date that the set was brought into the hospital to be sterilized for a case when it was discovered that the screwdriver handle was broken and that there was a screw missing to hold the inner piece in. This report is for one (1) handle for torque limiting attachment. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part: 03.110.005. Lot: 48p0485. Manufacturing site: bettlach. Release to warehouse date: 17. March 2020. A manufacturing record evaluation was performed for the finished device 03.110.005, lot: 48p0485 and no non-conformances were identified. Visual inspection: the handle for torque limiting attachment (p/n: 03.110.005, lot #:48p0485 ) was received at us customer quality (cq). Upon visual inspection, the thumbscrew component is missing. Document/specification review: no design issues or discrepancies were identified. Dimensional inspection: dimensional inspections relevant to this complaint were not performed at due to a definitive finding of a missing component. Conclusion: the overall complaint was confirmed for the handle for torque limiting attachment (p/n: 03.110.005, lot #: 48p0485) as the device is missing the thumbscrew component hence the parts were unable to be assembled. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.